Event description:
Rn reports testing a patient in intensive care unit for hyperglycemia on suspect device as blood glucose = 158 mg/dl (venous sample). This same sample was sent to lab. Rn administered insulin based on the 158 mg/dl result and later the lab result came back as blood glucose = 296 mg/dl. Patient's hematocrit is ok and had no intravenous lines in arm. Controls were reported to be in range on suspect device.